Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: three (3) photos were provided by the customer for investigation. The first (1st) photo shows seven (7) shielded blunt plastic cannula next to seven (7) blister packs. The second (2nd) photo shows a close view of a bottom of a blister pack which provided the batch information. The third (3rd) photo shows seven (7) unshielded blunt plastic cannula. All seven (7) of the blunt plastic cannula are bent. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 4th related complaint reported with the defect/condition of needle bent for lot #8331588 item #303345. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: an investigation was performed by the quality department at bd (B)(4) regarding complaints received relating to the non-conformance reported by the customer. From that investigation it was determined that when product was exposed to high temperatures in the autoclave process that a similar result was observed. This confirmed discussion that the bent blunt plastic annual is probably the result of high temperatures during the packing process when issues occur resulting in the blunt plastic cannula being exposed to high temperatures for an extended time in its shield. As the product is shielded the non-conformance is not detectable at this point. Product is supposed to be cleared and disposed of when it is left for an extended period of time in the packing process. Rationale: (B)(4). No corrective or preventative actions will be taken at this time. However, this trend will continue to be monitored.

Event description:
It was reported that 10 bd interlink¿ blunt plastic cannulas had deformed tips that were found before use. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "cannulas were deformed. The issue occurs frequently."